Event description:
It was reported that the patient experienced diaphragmatic stimulation and presented to the hospital. The atrial lead was dislodged. The lead was repositioned successfully. On (B)(6) 2013. The patient experienced twiddler's syndrome and pectoral stimulation. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.